Event description:
Customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time, advised monitoring the situation, and recommended following up if the discrepancy recurs. Reportedly, customer reverted to manual injections for insulin therapy.